Manufacturer narrative:
Per the pump user guide, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) in the 500 mg/dl range. A manual injection was administered to address bg. Customer alleged the pump was not delivering insulin. Review of the pump data logs by tandem technical support (cts) verified that the pump was working as intended. Cts found valid empty cartridge alarm due to customer not changing out supplies for several hours and the pump had shutdown due to failure to charge the pump. Contact acknowledged that the pump did not have insulin in the cartridge during the day and that the pump had shut off due to not the charging the pump battery resulting in elevated bg. Additionally, the insulin gauge was inaccurate. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.